Event description:
Device issue: none. Time of adverse event: after vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a "couple of hours" after uneventful arteriotomy closure with the access site reported as "dry," the pt developed arterial bleeding. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.